Event description:
Lifesite patient had the cannula detach from the valve following implant procedure. Patient had the device implanted into the femoral vein and had the valve for approximately two weeks before the cannula detached from the valve. The cannula was not lost into the vascular system and the damaged end was trimmed and reattached to the valve.